Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter which was loaded into unknown sheath and unknown guide wire. The distal tip of the sheath was noted to be buckled and/or cut and proximal end was bunched. Partial unknown 014 guidewire was also noted to be exposed from the distal tip of the balloon. No kinks noted to the catheter shaft, no anomalies to the luers/y-body. No damage noted to the returned inflation device. No functional testing performed due to the condition of the returned sample. Therefore, the investigation was confirmed for the reported difficult to remove as the catheter was noted to be loaded into a unknown introducer sheath and returned for evaluation. The investigation was confirmed for the identified difficult to remove and device-device incompatibility as the catheter was noted to be loaded into a unknown introducer sheath and returned for evaluation. A definitive root cause for the reported difficult to remove and identified difficult to remove and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure using 5fr sheath, the pta balloon was allegedly stuck upon removal from the patient. It was further reported that the balloon and the sheath were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2023).

Event description:
It was reported that during an angioplasty procedure using 5fr sheath, the pta balloon was allegedly stuck upon removal from the patient. It was further reported that the balloon and the sheath were removed as one unit. There was no reported patient injury.